Manufacturer narrative:
A ge representative evaluated the system and reloaded system software. System operates as intended.

Event description:
Customer reported the system displays a corrupted file message. No pt injury was reported.